Event description:
Upon the replacement of a pacemaker (end of life) with the subject reply on (B)(6) 2013, the physician had difficulties to insert the existing v lead in the v channel of the pacemaker.

Manufacturer narrative:
March 15, 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR reports is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.